Manufacturer narrative:
Concomitant medical products: evolutpro-29-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead, which also senses in the right atrium, was possibly undersensing in the atrium. The lead remains in use. No patient complications have been reported as a result of this event.